Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited functional undersensing, noise and loss of capture (loc). An invasive procedure was performed. The lead was surgically abandoned and replaced. The crt-p remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was pacemaker dependent and experienced dizziness and weakness with the loc. The root cause is unknown.